Event description:
The customer reported that the device displayed a defib failure, cycle power, error 100 message.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed a defib failure, cycle power, error 100 message. The device was evaluated by a philips fse. The symptom was clarified as a defib failure, cycle power, error 1000 message which could not be duplicated. No related repairs were made. We are considering this a momentary malfunction resolved by the onscreen direction to cycle power.